Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold so the physician repositioned. Upon repositioning, it was noted the helix stretched. The lp was removed and replaced. There were no patient consequences.